Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed; however, the customer reported that an external fluid leakage from the drain bag occurred 4.5 hours after treatment started. All accessories provided within the set, including the drain bag, are single use products. This means that once used, the drain bag must not be reused and should be discarded. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex st150 set approximately five (5) hours after the start of continuous renal replacement therapy. The set was replaced to continue treatment. There was no report of serious injury or medical intervention associated with this event. No additional information is available.